Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) male patient receiving intrathecal dilaudid, clonidine, and another unknown via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient had the pump replaced last month, because the catheter had failed. A CT scan and x-rays were performed on (B)(6) 2015, and they discovered the break in the catheter. No symptoms were reported. Follow-up was being conducted to determine if the cause for the break, other medications that the patient was taking, and medical history; if additional information is received this report will be updated.